Manufacturer narrative:
A replacement stroller has been shipped to the dealer on 10/3/2017. Sunrise medical has requested with the dealer to ship the stroller back for an evaluation. A supplemental report will be filed with any relevant findings from the evaluation.

Event description:
Per dealer (B)(6) the seat is not locking into place. He states that the seat fell off. No injury occurred because the child was rear facing.